Event description:
It was reported by pt's attorney that pt underwent a left hip arthroplasty in 2008. Post-op, he experienced pain due to possible acetabular loosening. A revision took place in 2009.

Manufacturer narrative:
No product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.